Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense and shock channels post shock. The oversensing of noise inhibited pacing. The noise could not be reproduced with pocket manipulation or isometrics.